Manufacturer narrative:
The reported event could not be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. "There is a girdlestone situation visible in the CT scan. The original implant has been removed. There is no further information given regarding this case. Therefore no assessment is possible. It can be assumed, that there was an infection present requiring a two-stage treatment. The time span between the initial insertion and the revision is likely to be more than six months. Therefore, the operation or the device can almost be excluded as underlying cause of the infection. Without further information there is no further assessment possible." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement revision due to a loose tibia and an infection. The implants were removed and a cement spacer was implanted.

Event description:
It was reported that the patient underwent a total ankle replacement revision due to a loose tibia and an infection. The implants were removed and a cement spacer was implanted.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device not returned.